Event description:
It was reported that procedure was not completed. A rotablator console kit was selected for use. During preparation, while the patient was sedated, there were abnormal sounds on the device. The procedure was not completed due to this event and was re-scheduled. No complications reported, and the patient is stable.